Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was having issues with the sensor. The insulin kept alarming low and took it out. She was itchy and noticed a small blister, size of her index, on the site. Customer stated she was allergic to bandages. Wanted to know if there was something else she could use, advised to speak to doctor. Customer's blood glucose was not noted. No further information reported.